Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet system with a g7 cgm, during which insulin was being delivered as glucose levels dropped and the user disconnected from the device; the lowest reported glucose was 51 mg/dl and time below range was approximately 40 minutes, and the user treated with oral carbohydrate (sprite) without assistance or medical intervention. Symptoms included low blood glucose without reported loss of consciousness or other acute complications. Outcomes included temporary impact requiring self-treatment only, with no hospitalization. Troubleshooting and education were provided, including guidance on glucose ranges, device pausing during lows, and the effect of announcing highs on system performance. Investigation included case review and user interview. Investigation of this case revealed an event of hypoglycemia with an unclear cause and no confirmed device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.